Manufacturer narrative:
Manufacturing and quality control data the shuntassistant® 2.0 was manufactured by a qualified employee on january 2020. Deviations during assembly did not occur. The product was finally tested as article fx643t and released for packaging and sterilization and was sterilized by miethke. The shuntassistant® 2.0 has a fixed pressure of 25 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at a fixed pressure of 20 cmh2o, and were found to meet range the tolerances. All tested parameters were assessed according to specifications. Visual inspection: the following observations were made during the visual inspection: no visible defects detected. Permeability test: the test showed that the shuntassistant® 2.0 is non-permeable. Internal inspection of product: after dismantling of the valve, clearly deposits were found in shuntassistant® 2.0. Results: based on our investigation results, we can identify a blockage in the valve. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that a shuntassistant 2.0 was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the valve was believed to be operating in underdrainage and was difficult to adjust. The patient underwent a revision procedure on (B)(6) 2021. The complaint device should be return to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 100 cm. Weight: (B)(6). Gender: male it´s the same patient as #3004721439-2021-00294.